Manufacturer narrative:
D5;h4: information unavailable. 11/7/96 dr. Was performing a laparoscopic oophorectomy as an outpatient procedure. He was using the tsw35. The first firing was uneventful, but on a subsequent firing the instrument failed and it was discovered that the improper reload had been used. Dr. Attributes this to a fact the experienced operating room people were not present at the time this occurred and they were less familar with equipment. He did not personally check on the cartridge prior to finding it. The patient lost approximately 1500cc of blood. Transfusions were not required. The patient has recovered satisfactorily. The instrument has been returned.

Event description:
The tsw35 was used. It worked well on the first firing. The nurse reloaded the instrument with an evu35 reload, not the reload to be used with tsw35. The surgeon tried to fire the instrument. When it was opened bleeding was seen and the case converted to open. The pt was kept in the hosp for an add'l day to monitor blodd count. Hemocrit 24. No blood products were given.